Manufacturer narrative:
The returned device was evaluated and the investigation results found the soft cannula "noticeably shorter in length than the specification states" and "ripped." It was unclear as to whether or not the damaged occurred during use, upon removal, or post use. Further evaluation found no defects or deficiencies with the needle mechanism or drive mechanism that would contribute to the customer¿s high blood glucose levels reported. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. During the initial report, patient reported cannula as "normal." No bends, kinks, or further deficiencies were reported. However, product was returned and investigation results found a damaged cannula.